Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system due to contamination. Cultures of the system were positive for pseudomonas spp. No erroneous results were reported out of the lab. There was no change to the pts' care or treatment. There is no report of any adverse event or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The system cultured positive for pseudomonas spp. The fse decontaminated the system and replaced several ise (ion-selective electrode) module parts. While this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and oct 23, 2010 for additional reportable events.